Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating sensor issues. The patient's blood glucose was 200 mg/dl at the time of the call. The customer stated that the date was not displaying on the screen of the device. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a replacement sensor.

Manufacturer narrative:
Evaluated one opened/used sensor and performed continuity resistance and sensor failed per specifications.